Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the catheter connector was found to be cracked at the hinge during use and while the epidural catheter remained inside the channel, drug leakage was observed. As a precautionary measure, the patient was administered prophylactic antibiotics. There was a delay in therapy. The event occurred at the hospital and no symptoms were reported.